Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a remote interrogation was sent to boston scientific technical services (ts) for review post radiation treatment. Upon review ts noted low out of range pacing impedances of less than 200 ohms for the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead. The clinician noted that the lv impedance had been low and out of range for the last five months and the lv lead had been programmed off. The clinician also noted that the cause of the low impedance may be related to the patient having a left ventricular assist device (lvad). No other issues were observed on the remote interrogation. The crt-d remains in service and the lv lead remains in service, but programmed off. No adverse patient effects were reported.